Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose reading was 26 mmol/l. The customer stated that insulin pump had possible insulin under delivery anomaly. Customer stated that he seems not to get the amount of insulin he delivers which makes his blood glucose rise. Customer stated that insulin pump rattles when they shake it. The reservoir will not be returned for analysis.